Manufacturer narrative:
The reported complaint was confirmed. Sensor shows some signs of possible leakage, small white spots on external surface. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) installed new oxygen (o2) sensor and the gas system calibrated successfully. The unit operated to the manufacturer's specifications. The reported issue was not duplicated during laboratory evaluation. The product surveillance technician (pst) installed a lab use only (luo) electronic patient gas system (epgs) with the returned o2 sensor and connected the epgs to a system 1 simulator and central control monitor (ccm).the epgs was connected to oxygen and air, a perfusion screen was entered and waited for 15 minute for warm-up period. Calibration of the epgs was initiated and passed after 15 minutes. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 2.21 volts which is within the specification of .55-2.758 volts. The epgs was calibrated 12 times and no failure of calibration occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr was at the customer facility performing preventive maintenance. Prior to installing o2 sensor, the fsr successfully calibrated the gas system with an old o2 sensor in place. The fsr removed the gas system and installed the new o2 sensor and the gas system would not calibrate. The fsr removed the new sensor and installed the old sensor and the gas system calibrated successfully. The fsr will order a new o2 sensor and will return to the facility to replace the defective part. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the gas system, the replacement oxygen (o2) sensor was faulty and the gas system would not calibrate with the new oxygen sensor cartridge. There was no patient involvement.